Manufacturer narrative:
Additional narrative: product investigation evaluation: the investigation of the complained pulling device has shown that the tip is broken off. The tip of the pulling device is also missing (was not returned). The article was analyzed for conformance to print specifications as well as the device history record was researched with no abnormal findings identified. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances. The broken surface is homogenous, which indicates material conformity as well. Unfortunately, we are not able to determine the exact cause that led to this occurrence. It is likely that too much mechanical force had been applied during the surgery. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of a compression plate broke off during a surgical procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to manufacturer for review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufactured in (B)(4) on august 26, 2011. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.